Event description:
It was reported that patient had some seizures and used the magnet several times but then after the 3rd attempt the magnet did not work. He had 2 more seizures and seizures lasted 3 minutes each. Patient's shunt was not working and had to be revised. Patient noted that he has not had any seizures since the shunt revision. Patient initially thought the vns was not working and then found out his shunt was not working correctly. The shunt is on the same side as the vns. It is possible that the patient suspects vns surgery to have contributed to the shunt issue but this is unclear. No additional relevant information has been received to date.